Event description:
The customer reported the mx40 telemetry device displayed a speaker malfunction error message. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported the mx40 telemetry device displayed a speaker malfunction error message. The device was not in use on a patient at the time of event, there was no adverse event reported.